Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4)

Event description:
It was reported that tip detachment occurred. The 75% stenosed, moderately tortuous and moderately calcified target lesion was located in the proximal left circumflex(lcx) artery. An opticross¿ imaging catheter was selected for use. During a percutaneous coronary intervention (pci), the physician was flushing the catheter during the preparation of the device. The outer catheter part of the tip got separated and only the transducer remained. The procedure was completed using another opticross¿ imaging catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that the unit returned has catheter damage (detached) in the telescope section. No damage was observed in the distal section of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that tip detachment occurred. The 75% stenosed, moderately tortuous and moderately calcified target lesion was located in the proximal left circumflex(lcx) artery. An opticross imaging catheter was selected for use. During a percutaneous coronary intervention (pci), the physician was flushing the catheter during the preparation of the device. The outer catheter part of the tip got separated and only the transducer remained. The procedure was completed using another opticross imaging catheter. No patient complications were reported.